Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once it has been completed, a follow-up MDR will be submitted. Product not returned to manufacturer.

Event description:
It has been reported that a patient experienced side effects comparable to the side effects described in the field safety notice of the endobon fsca zfa 2015-03 (initiated in january 2016). The patient has been implanted in (B)(6) 2017, and the surgeon wondered if the implanted endobon was within the scope of the zfa 2015-03. First investigation showed that the product implanted to the patient was not within the scope of the recall.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.  The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. Review of zfa2015-03 showed that endobon xenograft granules 2.0 ml, reference rox20, lot number w0075265 is not part of the scope of the recall. According to the available data, the exact root cause of the event cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Please refer to report 3006946279-2018-00151.